Event description:
It was reported that intermittent occlusion alarms occurred. Customer was using fiasp insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose ranged from 119-217 mg/dl. Customer declined to provide additional information regarding the issue.